Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was a loss or change of therapy. There was frequent urination. The patient was constantly going to the bathroom and wetting herself. The patient did not feel stimulation, and therapy was not on. It was noted that the bad frequency started particularly during the summer of 2015. There was also frequency since a vacation in (B)(6) 2016. It was noted that one of the implantable neurostimulator (ins) depleted faster than the other. The left ins was on program 4 at 2.3v with stimulation off and the right ins was on program 4 at 0.2v with stimulation off.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v620561, implanted: (B)(6) 2011, product type: lead; product ID 3093-28, lot# v598830, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was experiencing painful and uncomfortable stimulation in (B)(6) 2015. The patient was at a "10" on a 1-10 pain scale. It was "excruciating" and the patient could hardly walk. It was stated to be like "getting hard hits" on the left side in the area of the implantable neurostimulator. It was also described as electricity and it was shocking the patient. Later, the patient could not tell what they were feeling. The patient did fall in (B)(6) 2015 while walking their dog. It was thought that both devices had been turned off, but the patient was tender "all down" their buttock area and it was close to their spine. Two days prior to the report, the patient checked the right side and when they placed the programmer, they almost "came unglued." It gave the patient a sensation and it was up "too high." Overstimulation was noted and the patient turned it down to 2.0v. The patient had to take pain pills that night and their husband massaged the area. It would reportedly even hurt when they patient got in and out of the car and it was "excruciating." It was unknown where the pain was coming from. In addition, the patient had lost "a lot" of weight and the devices were sticking out and were very tender to touch. The patient had been using a compound rubbing cream to help with the pain. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2015-12891. The patient had two implanted systems and it was not possible to determine which system was implanted on the left or right side and what information pertained to each system. The referenced report pertains to the patient's other implanted system.